Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to an impedance measurement greater than 2500 ohms and intermittent loss of capture with poor sensing. This patient was not pacer dependent and experienced no adverse effects.